Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure inserts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), asthenia ("severe asthenia") and sensory disturbance ("hypersensitivity of lower limbs"). On (B)(6) 2017, 6 years 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the myalgia, arthralgia, muscular weakness, asthenia and sensory disturbance had resolved. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal, muscular weakness, myalgia and sensory disturbance with essure. The reporter commented: the symptoms described were resolved less than 2 weeks after removal of essure inserts via bilateral salpingectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.